Event description:
It was reported that high capture threshold, decreased sensing, decreased pacing lead impedance and decreasing high voltage lead impedance were noted. X-ray revealed that the lead had dislodged. Lead was explanted and replaced when repositioning was unsuccessful. Patient was in good condition post-procedure.